Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd intima ii¿ IV catheter was found leaking as ¿blood leaked from the needle hole of septum after removed needle. No blood exposure to mucous membranes.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. Five retention sample was subjected to a leakage test at 45 psi, no leakage was detected. Because the failure mode could not be duplicated and the affected unit was not returned the root cause could not be determined.

Manufacturer narrative:
Correction expiration date of 09/22/2020 has been updated.